Manufacturer narrative:
B3: date of event and d5. Operator of device is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device only displayed number one (1). Patient involvement unknown.

Manufacturer narrative:
Additional information: e1 - zip code extension added. H3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. Visual inspection noted the following: reservoir gasket is worn out, cracked water tank cover, faded line cord, clipped front cover, and stained water tank. The device was found to have outdated quick connect, pcb, and power switch. Functional testing confirmed the complaint. The lcd only displays number one. The root cause was attributed to a defective printed circuit board (pcb). The service history review identified there was no indication that the complaint was related to a service of the device within the review period. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.